Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 75.2 mm abdominal aortic aneurysm. It was reported during the index procedure, during deployment, the graft appeared to have a deployment issue (infolding), as no immediate corrective action could be taken, balloon touch-up and angiography were performed, revealing a type ia endoleak. Additional ballooning was attempted, followed by placement of an aortic extension of the same diameter and further ballooning; however, the endoleak persisted. Per the physician, it is possible that oversizing of bifurcate may have contributed to the infolding. Additionally, the irregular and uneven shape of the blood vessel could also have been a factor in the type ia endoleak or infolding. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.